Event description:
A doctor's office alleged that four (4) patients experienced discoloration on their teeth after using tempspan transparent cement to cement a temporary crown. This is the fourth of four (4) reports.

Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the discoloration, she could not verify which lot was used on each patient; therefore, no lot numbers were identified. The lots involved in the alleged incidents include lot numbers 4936628 and 4998380. Patient specifics with regard to age, gender, and weight were not provided by the doctor's office. The doctor tried to remove the discoloration with pumice and rubber caps; however, it did not remove all of the discoloration. The doctor removed some tooth structure with a bur to remove the discoloration. To date, the patient is doing fine. The doctor re-cemented the temporary crown for the patient. An 'appearance test' of the returned products for lot numbers 4936628 and 4998380 were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.